Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that no medical or surgical intervention was required as a result of this procedure. The subject device was returned to olympus for evaluation. The evaluation confirmed that the breakage occurred at the connection between the pipe and the basket wire. Additionally, there were no anomalies noted in the outer diameter of the broken connection and the solder joint. It was determined that the reported phenomenon was caused by the hardness of the stone. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic endoscopic lithotripsy procedure, the pipe of the subject device snapped as the physician was rotating the handle attempting to crush a stone in the common bile duct. The procedure was completed with a different device. There was no pt injury reported.